Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurements of greater than 3000 ohms causing a lead safety switch. No changes were made, and the system was left in unipolar pacing. The rv lead remains in service. No adverse patient effects were reported.